Manufacturer narrative:
Updated with additionally received information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incarcerated ventral hernia. It was reported that after implant, the patient experienced fatigue, severe abdominal pain, infections, fistulas, wound reopened, tan purulent/foul smelling drainage oozing from wound, tenderness around scar, vomiting, headache, diarrhea, blood in stool, diverticulitis, chronic fistula like drainage, weeping abdominal site with green pus, abdominal fistula reported as draining off and on for 2 years, swelling, seroma, swollen glands in right groin, abscess, recurrent infections, carbuncle of abdominal wall, infected mesh, cellulitis, blistering and redness at incision site, abdominal cramping, hypertension, (B)(6) cellulitis, constipation, and multiple hospitalizations. The patient has been advised that revision surgery is necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The patient underwent ventral herniorrhaphy in which a parietex composite mesh was used. It was reported that after the procedure, the patient experienced fatigue, severe abdominal pain, infections, fistula and multiple hospitalizations. The patient has been advised to undergo mesh revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incarcerated ventral hernia. It was reported that after implant, the patient experienced fatigue, severe abdominal pain, infections, fistulas, wound reopened, tan purulent/foul smelling drainage oozing from wound, tenderness around scar, vomiting, headache, diarrhea, blood in stool, diverticulitis, chronic fistula like drainage, weeping abdominal site with green pus, abdominal fistula reported as draining off and on for 2 years, swelling, seroma, swollen glands in right groin, abscess, recurrent infections, carbuncle of abdominal wall, infected mesh, cellulitis, blistering and redness at incision site, abdominal cramping, hypertension, mrsa cellulitis, constipation, drainage on abdomen by navel - still draining going on 3 years, and multiple hospitalizations. The patient has been advised that revision surgery is necessary. Relevant tests/laboratory data: (B)(6) 2011: abdominal CT scan showed small fluid collection in subcutaneous fat of anterior abdominal wall to right of midline. (B)(6) 2013: abdominal CT done for rlq abdominal pain showed small superficial seroma in rlq, tracking towards the skin. (B)(6) 2016: abdominal CT scan + for subcutaneous fluid collection < 2 cm, at incision site just beneath the skin. (B)(6) 2016: wbc count 15.62. (B)(6) 2017: abdominal ultrasound for umbilical drainage showed a small complex area measuring up to 1 cm in area of umbilicus surrounding redness and leaking fluid. May represent small abscess collection white blood cell (wbc) count 14.52.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: b2, b5, e1 (street 1, city, region, postal code), g1, h4, h6 (patient codes, ime e2402: carbuncle of abdominal wall, elevated wbc, trouble speaking, fluctuance), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced fatigue, severe abdominal pain, infections, fistula, wound reopened, tan purulent/foul smelling drainage oozing from wound, tenderness around scar, vomiting, headache, diarrhea, blood in stool, diverticulitis, chronic fistula like drainage, weeping abdominal site with green pus, swelling, seroma, swollen nodule, swollen glands in right groin, abscess, recurrent infections, carbuncle of abdominal wall, infected mesh, cellulitis, blistering and redness at incision site, abdominal cramping, hypertension, mrsa cellulitis, constipation, drainage on abdomen by navel, fluid collection, elevated wbc, fever, inflammation, fluctuance, nausea, & trouble speaking. Post-operative patient treatment included multiple hospitalizations, CT scan, ultrasound, use of jp drain, wound vac, wound care, IV fluids, & antibiotics.